Event description:
It was reported that during unpacking and preparation for a coronary drug eluting stenting treatment procedure, the tip of the stent delivery system (sds) broke. The physician unpacked the 2.50x12mm taxus express2 drug eluting stent, and noticed that the tip of the sds was kinked. The sds would not advance on the guide and subsequently the tip broke. The device never entered the patient. The procedure was successfully completed with a different device, and the patient condition was reported as good.

Manufacturer narrative:
Device analysis. The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.